Manufacturer narrative:
The device was not returned. With review of available information there are no indications of a malfunction of the device or failure to meet specifications. Per the physician, the apnea did not occur as a result of the use of the ngs. The event could be related to administration of anesthesia and patient medical history.

Event description:
It was reported that following administration of IV sedation during a dental implant procedure with the neocis guidance system (ngs), the patient became apneic. The user attempted to place a bite-block without removal of the splint which resulted in a slight delay. The splint was easily removed, the bite block was successfully placed, and the patient's breathing was restored. No injuries, device malfunctions, or interventions were reported as a result of this event.